Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the tubing. Customer was using fiasp insulin. Tandem technical support informed the customer that fiasp is off label per the user guide. Customer replaced pump supplies and continued insulin therapy. Customers blood glucose was 300-400 mg/dl.